Event description:
A report was received that the patient's ipg was not holding a charge and was considered for ipg removal.

Manufacturer narrative:
Additional information was received that the patient was not revised. The patient was advised with proper charging methods, and everything looked normal. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was not holding a charge and was considered for ipg removal.